Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07403. It was reported that the patient died. The patient presented with chest pain due of acute decompensated heart failure. The target lesions were located in the 99% stenosed left main trunk (lmt), 90% stenosed proximal left anterior descending (lad), and 99% stenosed mid lad arteries. A guide wire was attempted to cross up to the mid lad, however, difficulty crossing the lesion was encountered and cardiopulmonary arrest occurred. Percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pump (iabp) were inserted, then a 3.00 x 24 synergy¿ drug-eluting stent was deployed in lmt and 3.50 x 24 synergy¿ drug-eluting stent was deployed in proximal lad. The blood flow from lmt to proximal lad was confirmed to be maintained. However, the physician had difficulty on inserting the wire in mid lad, so the procedure was completed with the stenosis as it was. After the procedure, the patient was delivered to the intensive care unit (ICU) and the patient¿s condition gradually worsened. Six days post procedure, the patient died.